Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed as the product lot number was not provided. The omnipod user guide warns "if an infusion site shows signs of infection immediately remove the pod and apply a new one at a different site. Contact your healthcare provider and treat the infection according to instructions from your healthcare provider," and advises "check the site for signs of infection, such as pain, swelling, redness, discharge or heat."

Event description:
The customer reported that he went to the hospital, where his doctor's office is located, and was diagnosed with an infection at the insertion site due to the pod. The pod was worn longer than 48 hours. During the wear, he was getting redness down his arm. When it was removed, there was a pimple/zit (swelling) the size of a quarter. The puss was drained when he went to the doctor's office. He was treated, placed on antibiotics, and sent home.